Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is not applicable as the device was not implanted.

Event description:
A healthcare professional reported the event of ¿break during placement." The procedure was completed with a back-up device.